Event description:
It was reported that a single inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) was delivered due to over-sensed noise. The patient was subsequently evaluated in-clinic, where provocative maneuvers and diagnostic imaging were performed. The noise was found to be reproducible in both the primary and alternate sensing vectors. As a result, the physician elected to reprogram the s-ICD to the secondary sensing vector pending a potential system revision. These details were forwarded to boston scientific technical services (ts) for review and it was discussed that the recent inappropriate episode was likely delivered due to sense node b artifacts. Additionally, there was another inappropriate shock in 2020 delivered due to over-sensed myopotential noise. Ts reviewed the diagnostic imaging results and it was confirmed that the s-ICD connection was appropriate. However, there was a sharp kink near the device header that likely exhibited stress on the electrode body. Despite this, ts confirmed that the system was functioning appropriately in the newly programmed secondary sensing vector. The patient elected to get a second opinion, and thus, no surgical intervention is anticipated in the near future. The s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that a single inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) was delivered due to over-sensed noise. The patient was subsequently evaluated in-clinic, where provocative maneuvers and diagnostic imaging were performed. The noise was found to be reproducible in multiple sensing vectors. As a result, the physician elected to reprogram the s-ICD to the secondary sensing vector pending a potential system revision. These details were forwarded to boston scientific technical services (ts) for review and it was discussed that the recent inappropriate episode was likely delivered due to sense node b artifacts. Additionally, there was another inappropriate shock in 2020 delivered due to over-sensed myopotential noise. Ts reviewed the diagnostic imaging results and it was confirmed that the s-ICD connection was appropriate. However, there was a sharp kink near the device header that likely exhibited stress on the electrode body. Despite this, ts confirmed that the system was functioning appropriately in the newly programmed secondary sensing vector. The patient elected to get a second opinion, and thus, no surgical intervention is anticipated in the near future. Recently, it was clarified that the device was actually programmed to the primary sensing vector. An inquiry to ts was made requesting a current review of the remote data. It was confirmed that following the recent reprogramming, there had not been any inappropriate episodes and the sensing appeared appropriate. However, it was recommended to perform integrity testing at the next regular follow-up appointment to ensure proper electrode function. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that a single inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) was delivered due to over-sensed noise. The patient was subsequently evaluated in-clinic, where provocative maneuvers and diagnostic imaging were performed. The noise was found to be reproducible in multiple sensing vectors. As a result, the physician elected to reprogram the s-ICD to the secondary sensing vector pending a potential system revision. These details were forwarded to boston scientific technical services (ts) for review and it was discussed that the recent inappropriate episode was likely delivered due to sense node b artifacts. Additionally, there was another inappropriate shock in 2020 delivered due to over-sensed myopotential noise. Ts reviewed the diagnostic imaging results and it was confirmed that the s-ICD connection was appropriate. However, there was a sharp kink near the device header that likely exhibited stress on the electrode body. Despite this, ts confirmed that the system was functioning appropriately in the newly programmed secondary sensing vector. The patient elected to get a second opinion, and thus, no surgical intervention is anticipated in the near future. Recently, it was clarified that the device was actually programmed to the primary sensing vector. An inquiry to ts was made requesting a current review of the remote data. It was confirmed that following the recent reprogramming, there had not been any inappropriate episodes and the sensing appeared appropriate. However, it was recommended to perform integrity testing at the next regular follow-up appointment to ensure proper electrode function. The physician subsequently explanted and replaced the s-ICD system to resolve the event and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that a single inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) was delivered due to over-sensed noise. The patient was subsequently evaluated in-clinic, where provocative maneuvers and diagnostic imaging were performed. The noise was found to be reproducible in multiple sensing vectors. As a result, the physician elected to reprogram the s-ICD to the secondary sensing vector pending a potential system revision. These details were forwarded to boston scientific technical services (ts) for review and it was discussed that the recent inappropriate episode was likely delivered due to sense node b artifacts. Additionally, there was another inappropriate shock in 2020 delivered due to over-sensed myopotential noise. Ts reviewed the diagnostic imaging results and it was confirmed that the s-ICD connection was appropriate. However, there was a sharp kink near the device header that likely exhibited stress on the electrode body. Despite this, ts confirmed that the system was functioning appropriately in the newly programmed secondary sensing vector. The patient elected to get a second opinion, and thus, no surgical intervention is anticipated in the near future. Recently, it was clarified that the device was actually programmed to the primary sensing vector. An inquiry to ts was made requesting a current review of the remote data. It was confirmed that following the recent reprogramming, there had not been any inappropriate episodes and the sensing appeared appropriate. However, it was recommended to perform integrity testing at the next regular follow-up appointment to ensure proper electrode function. The physician subsequently explanted and replaced the s-ICD system to resolve the event and no additional adverse patient effects were reported. The explanted system was received for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that a single inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) was delivered due to over-sensed noise. The patient was subsequently evaluated in-clinic, where provocative maneuvers and diagnostic imaging were performed. The noise was found to be reproducible in both the primary and alternate sensing vectors. As a result, the physician elected to reprogram the s-ICD to the secondary sensing vector pending a potential system revision. These details were forwarded to boston scientific technical services (ts) for review and it was discussed that the recent inappropriate episode was likely delivered due to sense node b artifacts. Additionally, there was another inappropriate shock in 2020 delivered due to over-sensed myopotential noise. Ts reviewed the diagnostic imaging results and it was confirmed that the s-ICD connection was appropriate. However, there was a sharp kink near the device header that likely exhibited stress on the electrode body. Despite this, ts confirmed that the system was functioning appropriately in the newly programmed secondary sensing vector. At this time, it is unknown if the physician will proceed with a surgical revision procedure. The s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.